Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified left common iliac vein. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation over a 0.035 guidewire. However, during the second inflation at 3 atmospheres for 3 minutes, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications reported and the patient's status was good.